Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-02954. It was reported the patient is not receiving stimulation on her left side, which is her worst area of pain. The patient also stated she has fallen on several occasions before and after implant. Diagnostic testing revealed high impedance readings on multiple lead contacts. Reprogramming was only able to provide the patient with effective right sided stimulation. The patient will undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-02954. Follow-up information revealed the patient underwent surgical intervention where her leads were explanted and replaced with a different model. It was also reported during the procedure, it was found one of the patient's leads had a visible fracture behind the swift lock anchor. The patient reported effective stimulation therapy postoperative.